Event description:
An alarm was reported by the customer, indicating an occlusion occurred earlier in the day before contacting support. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin delivery. There were no recurring occlusion events reported, and additional assistance was not required. The case was closed by technical support.